Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample without packaging was submitted for evaluation. A leak test was performed, and leakage was detected near the green slide clamp. Further examination identified a cut in the tubing. This cut was determined to be the source of the air observed in the fluid pathway. Therefore, the reported defect is not confirmed. The most probable root cause of the cut tubing appears to be related to the IV set not being fully or correctly loaded into the space pump. For reference, the infusomat space pump manuals, IV blister lids, insert cards, and the pump itself provide clear guidance on the proper loading procedure. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: rn was completing patient care and safety checks at 0715 when she noticed that the floor was sticky near the patient's IV pole. Upon further inspection, there were puddles of tpn on the floor and on/in the b braun pumps. Tpn tubing was clamped and pump was opened to inspect the leak. There was a large leak noted near the green clamp piece (the part that looks like a bird beak) of the IV tubing that inserts into the pump. Tpn was leaking out at this part and into the pump, pumps beneath, and the floor below. There was also an air bubble noted here. This tubing was removed, provider was notified, new fluids were ordered and this fluid/tubing and the IV pump was taken down and placed in c4b clinical leader office.